Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and emotional disorder ("emotional anguish"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia, vaginal discharge and emotional disorder had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, emotional disorder, menstrual disorder, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned- symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes were bilaterally occluded. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on 14-dec-2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned- symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 05-apr-2013: results: fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and nephrolithiasis ("infection (bladder/urinary tract/vaginal) type: kidney stones") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal subluxation, cervical spine in 2010, gallbladder removal in 2010, numbness of upper extremities, cervical cord compression, ovarian cyst, spinal pain, heavy periods, c-section, endometriosis, dysmenorrhea, irregular periods, breast cyst, colonoscopy and rectal polyp. Previously administered products included for an unreported indication: xanax. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), pelvic pain ("pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge / vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), headache ("headaches"), constipation ("gastrointestinal or digestive system condition type: constipation") and endometriosis ("other injury (ies) or complication(s) - please describe: endometriosis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain / lower back pain"), depression ("hormonal changes describe: depression"), arthralgia ("joint pain") and neck pain ("neck pain"). The patient was treated with surgery (ablation and total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the endometriosis had resolved. At the time of the report, the abdominal pain, menorrhagia, nephrolithiasis, pelvic pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia, vaginal discharge, depression, vaginal haemorrhage, urinary tract infection, headache and constipation had resolved and the arthralgia and neck pain outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back pain, constipation, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, menstrual disorder, migraine, neck pain, nephrolithiasis, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned- symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Discrepancy noted in date of insertion (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes describe: depression, abnormal bleeding (vaginal, menorrhagia), pain, infection (bladder/urinary tract/vaginal) type: urinary tract and kidney stones, headaches, gastrointestinal or digestive system condition type: constipation, other injury (ies) or complication(s) - please describe: endometriosis, joint pain, neck pain. Reporter information, aka name, medical history, lab data, historical drug were added. Plaintiff demography added. Product implanted date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned- symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on 9-oct-2018: as par mail communication received: events "emotional anguish, extreme pain" deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.